Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a total knee it was noted the keel punch handle was broken. A new set was grabbed. All pieces were recovered. No surgical delay.